Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the cassette leaked onto the floor and into the machine at the end of the surgery. The performance during the surgery was not affect and procedure was complete with no patient harm. The sample for this event is not available for evaluation.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. Photos provided by the customer showing the labeling and droplets of water located just below the cassette was observed. There were no photos of the cassette or back of the cassette. A root cause could not be identified in the photos provided. Additionally, the sample was not returned for visual or functional evaluation. The root cause of the customer's complaint could not be established as a sample was not received. Without a sample, it is not possible to isolate the root cause. Based on the photos provided it is possible there was leakage, however, without sufficient sample the failure mode of the device cannot be determined. (B)(4).